Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The device was received a counterfeit top case. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history review showed there was an acu watchdog and primary audible alarm background test alarm. A start-up and multiple flow and occlusion tests were performed to further investigate the reported issue. The problem could not be duplicated. The speaker was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved.